Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 126-461 mg/dl with diabetic ketoacidosis symptoms. Reportedly, customer went to the emergency room and was then hospitalized. Customer had nausea and was vomiting. Bg was treated with insulin drip, pain medication, and zofran. The supplies were changed to address the event. Customer was released from the hospital on (B)(6) 2018.